Event description:
It was reported that during an unknown procedure, the device would not staple but cut. The small intestine was accidentally opened. The small intestine was closed with another device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.